Manufacturer narrative:
Unit received with currents in specification. Unit was unable to prime during the prime/ compromised force sensor system test and compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unit was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 180 mg/dl. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.